Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported by nursing to the biomed department that on (B)(6) 2016, the sp02 did not alarm. The monitor was quarantined until (B)(6) 2016. The customer has requested the logs reviewed. The device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.